Manufacturer narrative:
Concomitant medical products: 4033-58 lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a fluctuating mass adhered to the right atrial (ra) lead. It was noted that the patient experienced pulmonary embolism as a result. The patient was treated with anticoagulants and the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.